Event description:
Procedure: sigmoid colectomy. Reportedly, towards the end of the case, the surgeon experienced some problems with hemostasis in small mesenteric vessels. They began to use the double seal technique which rectified the problem a bit; titanium clips were also placed for their hemostatic effects. The surgeons began to close when the seal on the splenic artery let go. It shot a stream of blood across the room, on the surgeons, and touched the ceiling. The surgeons were able to control the bleeding quickly using clamps, sutures, ties, and clips. The case was to remove a portion of the colon because of a lesion found in a colonoscopy. The pt had normal labs, no chemotherapy, was not on any medications, blood pressure was normal and stable (133/64 at the time of the issue). The generator had 2 bars. Approx 200cc blood loss with no report of transfusion.